Event description:
Lar procedure. Ralc30 dlu was placed on distal rectal stump to transect rectum. Surgeon closed dlu down and pc read, "failed to close". After three attempts to close he was able to get device into range. Firing sequence sounded normal and pc read, "firing complete". The proximal side of transection looked intact and staples looked formed however, the problem was with the distal side of the ralc30 staple line. After another dlu was connected the staple line completely opened up. Surgeon needed 6 allis clamps to grab open the rectal stump then re-stapled rectal stump with competitive device.